Event description:
The customer stated that her blood glucose was tested using her elite xl meter and her nurse's meter. The customer's meter read 89 mg/dl, while the nurses's meter read 258 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.